Event description:
A physician reported that a vns pt was having "a lot of fainting spells" over the past year that happened when the pt was upright, sitting, or standing. The doctor described the spells as being on a vasovagal basis called a neurocardiogenic syncope syndrome. The physician had not heard of the condition's being caused by vns, but stated it could possibly be related. Follow-up with the physician indicated that he believed the relation of the event to vns was "unknown/unlikely". He was planning a tilt table test where magnet stimulation would also be initiated, and the patient's "workup" was in progress. Good faith attempts for more info have been unsuccessful to date.